Event description:
The device was used to perform an analysis of the pt ECG and rendered a shock advised decision. The defibrillator started to charge, but reportedly displayed connect electrodes and the charge was aborted. This discrepancy was reported to recur with a following analysis and defibrillator charge. Another emt crew arrived on scene and used their defibrillator to continue pt treatment. The pt was not resuscitated. The facility stated the pt outcome was not affected by the reported discrepancy, due to the timely use of the backup defibrillator.